Event description:
A report was received that a pt was experiencing a shocking sensation at the battery site with the stimulation on. After attempts at troubleshooting were unsuccessful, it has been recommended that the pt undergo a pocket revision.